Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error (e218), no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable was broken causing scope error (e218) and therefore no image was displayed accompanied by flickering image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited flickering image. The issue was identified at the beginning of a surgical procedure. The procedure was completed using similar device. There were no reports of patient harm.